Event description:
The consumer alleges she hit a crack in the parking lot of (B)(6) hospital and alleges it caused the wheelchair to throw her out of the wheelchair. Serial number is unknown, consumer states invacare manual wheelchair. Consumer states she has since approximately (B)(6) 2012.

Manufacturer narrative:
(B)(4). MFR. Report # 1525712-2013-04970 indicating the model number as unknown. The model number is trsx5. Additional information also received stating that when the end user was thrown out of the wheelchair after hitting a crack in the parking lot of st. Thomas hospital she was allegedly unconscious for 5 days, hospitalized with a concussion and now has a scar on her face. This incident allegedly happened approximately 2 years ago.